Event description:
A malfunction alarm, identified as malfunction code 12, was reported by the customer. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump with instructions to call back if issues reoccur.